Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4)

Event description:
It was reported that the suture was broken. The target lesion was located in the biliary area. A flexima¿ drainage catheter was selected for use. During the procedure, the physician was successfully able to place the flexima¿ in the target lesion. However, when he tried to make the loop by pulling the suture, it was noted that suture was cut from catheter outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.